Manufacturer narrative:
B3: event date is date valid  medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was patient reported they were having issues with their stimulation and the issue began the 19th. Patient stated both the internal and external devices were charged but when they tried to turn their stimulation on nothing happened. During the call patient confirmed their stimulation was turned on on group a. Controller was at 100% and implant was at 60%. Rectangle around group a was highlighted in green but patient couldn't feel any stimulation. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Additional information was received from the patient. The reason for call was patient reported they couldn't find their manual to find out how to increase the intensity of some of their settings. Agent offered to walk patient through increasing/decreasing intensity, but patient reported seeing 'settings not available' message when trying to increase intensity. Patient said they were able to decrease intensity from 5.2 to 5.1, but when they tried to increase back up, they got the same message; their other setting on 6.7 did not feel as though it was running that high. The issue was not resolved. The patient was redirected to their healthcare provider to further address the issue. Agent sent link to patient's email for access to manual - requested for another agent to send out physical copy of controller manual when the site is back up. Case re-opened and assigned to agent to add secure note. Agent ordered physical copy of controller and recharger manual to be sent to address on file.